Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The (B)(4) stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. An opticross(tm) imaging catheter was selected to visualize an in-stent restenotic lesion. After pre-intravascular ultrasound, the physician tried to withdraw the opticross(tm) imaging catheter however, the device was caught in the stent. Thus, lost image occurred. The imaging catheter was pushed distally and torque then removed from being stuck. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.